Event description:
Mother reported that customer was admitted as an inpatient to a hospital due to high blood glucose. Troubleshooting was performed and pump programming and function appeared to be normal.